Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Event description:
Patient reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening sharp assessed as unidentified (tear) opening. No shell thickness due to opening is under plug strap. Additional observations: crease fold observed in the surface of the shell. Yellow particles inside of the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.